Event description:
Event occurred in the home. Family member had no nursing and claimed they left the pt on the floor for 10 mins. When they arrived in the room the patient was tangled on the floor. There were no vent alarms and they felt the tubing was occluded. Patient color changed, was bagged, and sent to hospital. The pt was sent home and they could not find no problems with the patient. No allegations of vent causing harm. No audible or visual alarms noted. Humidifier in use of time of incident vent running on a/c power. Perpraxier: "it sound like patient being on the floor aspirated. Co sent an rt for retraining on the issues."